Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 431 mg/dl. Prior to the event, the customer experienced vomiting, nausea and diarrhea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also mentioned that he sometimes changes the infusion sets on the fourth day. Advised that the recommendation is to wear the infusion sets for two or three days. Nothing further was reported.